Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or adverse event. No deficiencies alleged. Leaving complaint open awaiting equipment return.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 at approximately , while wearing the lifevest. The patient was reportedly at home prior to passing. The patient's daughter and husband were present at the time of passing. It was reported that the patient was convulsing, stopped breathing and that the patient's daughter's husband performed CPR. Ems was then called and the patient was taken to the ER where he was pronounced dead. The patient's passing was reported to be cardiac related. Per clinical review of the available ECG data, the patient was in vf at 19:20:35 on (B)(6) 2021. The response buttons were pressed from 19:20:53 to 19:24:57. It is unclear who was pressing the response buttons. The patient received an appropriate treatment at 19:25:42 during vf. The patient's post shock rhythm was sinus bradycardia at 30-40 bpm with hb pac's pvc's and motion artifact. The response buttons were then pressed at 19:25:47. At 19:26 the device declared a non-treatable rhythm. The device detected an arrhythmia at 19:33:35 while the patient was in af at 130 bpm with pvc's. Af with rvr contributed to the false detection. The patient was treated inappropriately four times between 19:33:35 and 19:35:02 while the patient was in af from 100-150 bpm. The patient's post shock rhythm was af with rvr from 150 - 160 bpm with exception of the final treatment. The patient's post shock rhythm for the final treatment was obscured by motion artifact. There is no indication that a device malfunction caused or contributed to the patient's death.